Event description:
It was reported that this implantable s-ICD was suspected to be exhibiting premature battery depletion behavior. Between follow up visits, a decrease in the estimated battery longevity was observed. Technical services reviewed device data and confirmed that the power consumption has been gradually increasing. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable s-ICD was suspected to be exhibiting premature battery depletion behavior. Between follow up visits, a decrease in the estimated battery longevity was observed. Technical services reviewed device data and confirmed that the power consumption has been gradually increasing. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this implantable s-ICD was suspected to be exhibiting premature battery depletion behavior. Between follow up visits, a decrease in the estimated battery longevity was observed. Technical services reviewed device data and confirmed that the power consumption has been gradually increasing. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.